Event description:
It was reported that the patient developed fluid retention around the pump pocket approximately 4 days after implant. The hcp aspirated it; the fluid retention appeared again. It was determined that there was a csf (cerebrospinal fluid) leak. The hcp noted that "it did not click when connecting the pump and catheter at the operation". The hcp planned to "open and check" on (B)(6) 2010. It was later reported that the patient recovered. The hcp noted that "no catheter or pump were related to this matter". The cause of the event was not reported.

Manufacturer narrative:
(B)(4).